Event description:
A daughter reported that on two separate occasions her mother experineced an ocular burning sensation, tearing and foggy vision after using gas permeable daily cleaner for sensitive eyes. It was reported that in the initial experience the pt saw an opthalmologist who told her she had a "baterial infection" and was treated with an antibiotic. Per the attending physician the diagnosis was non-specific punctate keratitis. Regarding the second experience, the reporter stated that the pt experienced a "chemical burn". The dr's diagnosis of the second event was confirmed as corneal epitheleal edema. In both events, the dr believrs that the pt did not fully rinse the cleaner off of the lens per instructions. The sponser is attempting to obtain add'l inco from the pt's dr.